Event description:
It was reported that the ilet charger was not charging the device; the user restarted the ilet, removed the hard case, and changed the power outlet, after which charging resumed. Customer care provided support which included remote troubleshooting. Investigation of this case revealed that the charging issue resolved after basic setup adjustments. Symptoms included no adverse health effects. Outcomes included no impact to the user¿s health and no alarms. It was concluded that the device functioned as intended after user-performed steps and no device malfunction was confirmed.